Event description:
It was reported that the fenestrated bipolar forceps cable coating is damaged. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter and obtained the following additional information: thank you for following back up. After further review the customer have the information as followed. This was discovered during reprocessing within their facility. It was not discovered during the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.